Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The surge suppressor was replaced. The system was tested and operates as intended.

Event description:
The customer reported the 2800 system would not boot up. No pt injury was reported.